Event description:
It was reported that the patient with this subcutaneous system, presented for follow-up due to system shocks. Investigation of device data confirmed the two delivered shocks were inappropriate and generated due to system noise. An in office manipulation was unable to recreate the noise in either the primary nor the secondary vectors via pocket manipulation. However with left arm rotations, noise was visible and detected on the primary vector, only. For this reason, the electrode function was deactivated and the patient provided a life vest while further and ongoing investigations are on going. Data was later submitted for a technical services (ts) evaluation. Ts was able to confirm that since implant, approximately six months ago, there have been two treated and one untreated episode. The episode reports available show non-physiologic artifacts, along with baseline shifting. The recommendation was to keep programming in the secondary vector and monitor system sensing closely. Ts also reiterated the recommendation of further investigating electrode insertion into the associated device header, as this was a newly implanted system. If sensing continues to be a performance issue, it is the final recommendation from boston scientific to replace both system components. To date, no intervention has been reported. Subsequently, the system was explanted and replaced. Both products are expected to be returned for laboratory analysis. No procedural adverse patient effects were reported. The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
It was reported that the patient with this subcutaneous system, presented for follow-up due to system shocks. Investigation of device data confirmed the two delivered shocks were inappropriate and generated due to system noise. An in office manipulation was unable to recreate the noise in either the primary nor the secondary vectors via pocket manipulation. However with left arm rotations, noise was visible and detected on the primary vector, only. For this reason, the electrode function was deactivated and the patient provided a life vest while further and ongoing investigations are on going. Data was later submitted for a technical services (ts) evaluation. Ts was able to confirm that since implant, approximately six months ago, there have been two treated and one untreated episode. The episode reports available show non-physiologic artifacts, along with baseline shifting. The recommendation was to keep programming in the secondary vector and monitor system sensing closely. Ts also reiterated the recommendation of further investigating electrode insertion into the associated device header, as this was a newly implanted system. If sensing continues to be a performance issue, it is the final recommendation from boston scientific to replace both system components. To date, no intervention has been reported. Subsequently, the system was explanted and replaced. Both products are expected to be returned for laboratory analysis. No procedural adverse patient effects were reported.